Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and confirmed the drill guide handle has epoxy coating over the internal witness wire that has degraded and has begun to come off. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This failure mode has been previously identified. Since the manufacturing of the complaint device, design changes have been implemented to eliminate the occurrence of this failure. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a drill guide handle has radial lamination flaking off. No patient involved.